Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The power switching board was installed in a known good system and passed functionality and usability testing. Motion, generator, charging, and communication were ready. 2d and 3d images were acquired successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The power switching board was replaced for preventative maintenance. The imaging system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a posterior spinal fusion. It was reported that pre-operatively, an image acquisition system (ias) control panel failure occurred and images could not be taken. The system was restarted and the issue was resolved. There was no patient present when this issue was identified.